Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump lost power intermittently after exposure to water. Reportedly, moisture was observed inside the battery compartment. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2014 with the following findings: during investigation, the pump was unresponsive with returned battery cap. The pump had no audible tone, no vibration and a blank display. A test battery cap was used and the pump remained unresponsive. The returned battery cap was unable to fully tighten to the pump. The battery cap threads were observed to be damaged. Cracks in the battery compartment were observed. There was evidence of moisture contamination found inside the battery compartment and on underside of the battery cap. A leak test showed leak at a crack in the battery compartment. Further performance testing was unable to be completed due to internal moisture damage. The pump cover was removed and no evidence of additional moisture contamination was observed inside the pump.